Event description:
Boston scientific received information that this patient underwent a device upgrade procedure to obtain bi-ventricular pacing. During the replacement procedure, the right ventricular (rv) lead was partially capped. The patient has exit block and the physician felt that the chronic rv lead had exhibited increased thresholds and impedances as well as decreased r-waves. A new pace sense lead was implanted to be used in it's place. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.